Event description:
It was reported that revision surgery was performed due to a cobalt chromium allergy. The acetabular cup was originally implanted on (B)(6) 2009; the femoral head was implanted on (B)(6) 2011.